Event description:
It was reported by service report that the fowler litter was bent on the left side and the fowler could not lay flat under weight. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler litter assembly.